Event description:
Pt working in noisey environment of computer server room. Pt reports he has spent "thousand of hours" in the room with his pump functioning properly. On this occassion, when he left the server room and returned to his quite desk space, he heard the pump's audible alerm. Error 07 was visible. Pt reports pump running and delivering insulin. Immediately disconnected pump and reports insulin dripping from infusion set. Pump returned, 07 alarm verified, then pump sent to MFR for eval.